Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the customer was experiencing a leakage problem. Lot number unknown. Issue was discovered upon opening. No patient injury or adverse affects were reported.

Manufacturer narrative:
H10: device evaluation: two (2) samples were received in used conditions without original package. The samples were visually inspected under normal conditions of illumination. A lack of solvent at the reflux connector was observed; this issue could cause leakage or another functional fail test. A leak test was performed on the samples provided to verify if leakage can be confirmed which can be caused by lack of solvent detected previously in visual inspection. Based on the leak test results, the reported failure mode was confirmed. No other analysis was performed. Based on the analysis conducted in the sample provided the issue was found to be due to a lack of solvent. The failure condition was possibly due to the assembly process not being followed correctly. Failure was traced to manufacturing. For corrective action an awareness/customer complaint notification was performed to production personnel to explain the importance of adherence to manufacturing procedure. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).